Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported low bgs of 54mg/dl (3.0 mmol/l) or below. Customer hasbeen using the insulin pump system within 48hrs of reported low bgevent. Updated summary: customer reported having a low blood glucose on august 28, 2023. She was sleeping and she said her sensor glucose was 20mmol/l and the pump gave her 4u of insulin that resulted in a blood glucose value below 2mmol/l. Customer treated the low with food and glucose tablets. Customer had huge heart pounding, pain in the chest, was sweating profusely, and had mental confusion. Customer was not disconnected during the last rewind/prime sequence. Smartguard was used. Sensor is not returning for analysis.